Event description:
It was reported that the device was stuck with the guidewire. A 3.00 mm x 12 mm nc emerge balloon catheter was selected for use. During the procedure, the device became stuck with the non-boston scientific guidewire. High-pressure dilation and repeated deflations occurred and the guidewire and nc emerge balloon were then pulled out together. The balloon was replaced with a different device and the procedure was completed. There were no patient complications reported.